Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service center indicates that the distal end (c-body) had a pink rubber floating single component, paste-like, thixotropic adhesive (ke45) forceps cover, the nozzle was missing, and the distal end (c-body) pink rubber peeling was found. There was no patient involvement.